Event description:
I was notified that phillips respironics was recalling my CPAP machine. I called them to verify that my machine was on the recall list it was and I was told they had till (B)(6) 2022 to replace my machine. I have called numerous times and have been given the same answer all the time we have till (B)(6). I called them the other day telling I have surgery scheduled for (B)(6). They said they hope to have them all replaced by the end of the year. I have been having a hard time sleeping for almost a year fearing I'll go to sleep and not wake up. I have woke up several times because I was choking and gasping for air. People I know that have had to get CPAP machines got them with no problem but people who have the recalled machines get put on a list and is forgotten. FDA safety report ID #(B)(4).